Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The reported unit was deinstalled in (B)(6) 2017 and replaced with (B)(4). The reported device did not contribute to the event. Also the new installed device was released based on acceptance criteria. No abnormalities that could have contributed to this event were found. The system history of the (B)(4) shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be identified conclusively. Potential contributing factors to the suction loss may be movement of the patient or improper docking. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that suction broke during treatment. Additional information received states the patient is doing fine postoperatively.